Manufacturer narrative:
Device malfunction occured, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the patient's generator was replaced due to the end of service. The generator was returned for analysis. The generator was verified to not be at the end of service from a pre-implant diagnostic test. An out-of-limit measurement for the output back-up cap was found during electrical testing due to an "open" negative feed-through capacitor. The "open" capacitor would not impede generator output or stimulation and was provided for emi protection only.